Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the home choice (hc) unit during drain 4 / 4. The home patient (hp) disconnected and then reconnected. The technical service representative (tsr) assisted the hp with troubleshooting the alarm and explained the alarm. The hp agreed to call the nurse regarding air detect alarm and being connected. No patient injury or medical intervention was reported. During a follow-up with nurse regarding the alarm, it was revealed that the hp had been doing fine and continue therapy. The nurse would review proper procedures with the patient. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.